Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and performed an angiogram. While preparing the wds to be inserted, the patient began experiencing st segment elevation and became tachycardic. The physician aspirated the was and pulled air out of the device. The procedure was continued and the wds was inserted into the was. The patient was still experiencing st segment elevation and was given fluids, oxygen and medication to treat this. The patient stabilized after ten (10) minutes, and the procedure was then successfully completed with the closure device implanted in the laa of the patient. Cardiac angiography was performed immediately after the procedure and there was no obstruction noted. Two hours post procedure, the patient was reported to have experienced a cerebral vascular accident. The patient received two treatments in a hyperbaric chamber. After five days in the hospital, the patient was discharged with unchanged neurological status when compared to pre-procedure.